Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced dual camera controller (doco) to resolve the reported issue. The system was tested and verified as ready for use. Isi has requested the doco involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer switched to open surgery due to repeated recoverable faults that render the da vinci system in a not acceptable state. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) and vision side cart (vsc) monitor vision was flickering. The system had issues during monopolar and bipolar energy use. The procedure was converted to laparoscopy with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The procedure was converted to laparoscopy due to vision flickering in the surgeon side console right side monitor and vision cart monitor, customer didn¿t performed troubleshooting steps and immediately procedure converted to laparoscopy. There was no patient injury. The customer did not perform any troubleshooting steps during procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the dual camera controller (doco) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. Pca tech was able to replicate the reported problem by installing the doco into a system and testing. It failed video out with flickering. Inspection found connector on the dfi board had corrosion. Fa will replace dfi board to fix this issue.